Event description:
Follow-up information revealed the sjm representative met with the patient postoperative and the patient had no complaints of pain at the ipg site.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure on (B)(6) 2015, to explant the patient's lead adapter,(reference MFR. Report#: 1627487-2015-3289) it was noted the patient complained her ipg site was uncomfortable. Subsequently, the patient's ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.